Event description:
The patient claimed that the up button required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
Device evaluation follow-up #1: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: keypads are intact. All keys were tested and were responsive. Removed keypad to check for contamination, which was found under up/down/contrast key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.